Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation of ¿image failure¿ was confirmed, and the root cause could not be identified. The probable cause determined was due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event as below which could have detected/prevented the phenomenon: ¦ inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed. Additional findings were as follows: due to damage on the charged coupled device (ccd) unit, the image had roughness; bending section cover had a scratch; adhesive on bending section cover had a chip; due to damage on forceps elevator (fe) lever, bending section could not be fixed firmly; due to damage on ccd unit, the image had white dots; control unit had a scratch; grip had a scratch; up/down plate had a scratch; right/left plate had a scratch; fe lever had a scratch; light guide (lg) connector had a scratch; lg cover glass had a scratch; video connector case had a scratch; video connector had a crack; video connector had a scratch; switch 1 had a scratch; and video connector case had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope screen had an image defect (purple color). The device was inspected before use. The issue was found during a therapeutic procedure. The procedure was completed. There were no reports of patient harm.